Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that their tmj is out of control. Patient marked tmj issues at the beginning of treatment. Advised to see dentist.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.